Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed which showed that the pole clamp adapter plate assembly was broken. The device was functionally tested by performing a simulated run with no issues observed during the infusion. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was related to a damaged pole clamp adapter plate assembly. The pole clamp plate assembly will be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pole clamp of a novum iq large volume pump snapped and the pump hit the floor. The process step was not specified; however, the patient was not connected to the pump. There was no patient involvement. No additional information is available.